Event description:
The customer reported that the images were intermittently distored. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not get the system to fail. He performed a functional check. The system is operating as intended.